Manufacturer narrative:
Covidien investigation confirmed an audio problem with the unit, finding that the volume was very low and that the volume could not be adjusted. The problem was isolated to the main pcb. The main pcb to be sent for further investigation for the audio problem.

Event description:
Covidien service center received a report of a n-560 where there was no audio.